Event description:
The surgeon had performed a successful partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. About five weeks later, the patient suffered a fracture at the site of the tibial bone pin hole. The tibia was plated and nailed on the date of event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. Patient x-rays were reviewed, and it was observed that the surgeon had attempted to insert the bone pin once before removing it and inserting it in a different location in the tibia. The patient had an extra pin hole, which made a notch in the lateral cortex of the tibia, creating a stress riser.